Manufacturer narrative:
The field service representative (fsr) verified that there was no local speed control function. He replaced the display board, four inch pod board and display cable. The unit operated to the manufacturer's specifications. This complaint is related to (B)(4). MFR#1828100-2021-00074.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump local speed control function did not work. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the roller pump display to illuminate and to be fully functional. The roller pump display was connected to a lab use only (luo) roller pump and functioned as intended.